Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having little therapeutic effect and increased baseline pain. The patient had been trying for over 5 months to get her implant adjusted, and was extremely aggravated and frustrated. The patient reported that she was about ready to have ¿this thing¿ taken out. The patient was getting less than 5% relief and hardly ever uses it. The patient indicated that the trial went great, but the patient now was getting less than 10% relief. The patient reported that she has had 14 surgeries and has ¿horrendous headaches¿, but that the spinal cord stimulation is for her lower spine and it doesn¿t take care of the headaches or the shoulders or the cervical. The patient had a CT of her spine, and ¿low pressure (weather) is horrible on her.¿ the patient scheduled an appointment for (B)(6) 2015 to have the manufacturer representative adjust her stimulation. Additional information received on 2016-05-05 reported that the patient was having her implant removed because the stimulation only covered about 10% of the pain since implant ((B)(6) 2013), the therapy was causing bladder incontinence since 2014, and the patient didn¿t like to take time out to charge. The patient stated that she had not had the amount of pain coverage that she was expecting, and was not happy with the amount of pain coverage.

Manufacturer narrative:
The aware date of the patient's surgery is (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.